Event description:
After review of medical records, the patient was revised for left recurrent dislocating total hip arthroplasty (anterior). Operative notes reported that the joint capsule is noted to be partially torn inferiorly but for the most part intact without failure of repair and there is noted to be a rent in the capsule.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Added b5 and h6.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges dislocation, constrained liner and fracture (bone & component) after first revision. At this time it¿s unknown where the fracture occurred. If/when more information is received, the pc will be updated as needed. Doi: (B)(6) 2015; dor: (B)(6) 2015; (left hip revision). Please see (B)(4) for left hip initial surgery.